Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the optic part of the iol was bent. There was no reported patient harm. Additional information can not be obtained.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10.. The product was returned for analysis and the reported complaint was not observed. No damage was observed on the iol. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. No damage observed. No root cause identified as no damage was observed to the iol. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned positioned incorrectly in the iol case. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).